Manufacturer narrative:
The patient identifier and the date of incident have not been provided. The device has not been made available for evaluation at this time. Should the device become available, a follow-up report wil then be issued.

Event description:
Alleges an injury occurred due to a fall from an unsecrure seat. Alleges seat detached from base of wheelchair.

Manufacturer narrative:
The provider replaced the seat. The unit is working properly.

Event description:
Alleges an injury occurred due to a fall from an unsecure seat. Alleges seat detached from base of wheelchair.

Manufacturer narrative:
The "patient identifier" and the "date of event" have been updated. The device has not been made available for evaluation at this time. Should the device become available, a follow-up report wil then be issued.

Event description:
Alleges an injury occurred due to a fall from an unsecure seat. Alleges seat detached from base of wheelchair.